Manufacturer narrative:
Schroer, w. C., barnes, c. L., diesfeld, p., lemarr, a., ingrassia, r., morton, d. J., and reedy, m. (2013, august 02). The oxford unicompartmental knee fails at a high rate in a high-volume knee practice. Retrieved october 09, 2017, from https://link.springer.com/article/10.1007/s11999-013-3174-5. Condition is addressed in the package insert. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint histories, neither were provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert 5401000201 oxford meniscal unicompartmental knee list under possible adverse effects: number 10 states ¿loosening or migration od the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 13 states "dislocation and subluxation due to inadequate fixation and improper positioning." Under indications it states "the oxford meniscal unicompartmental knee is intended for use in individuals with osteoarthritis or avascular necrosis limited to the medial compartment of the knee." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "the oxford unicompartmental knee fails at a high rate in a high-volume knee practice" which discussed the results of oxford partial knees that were implanted in patients. The study was conducted over a period of three years (2005-2008) and involved seventy-seven (77) patients. This complaint is reporting the (B)(6) female revised due to lateral degenerative joint disease. There has been no further information provided and the patient outcome is unknown.